Manufacturer narrative:
Initial trend analysis for lot 504321 was conducted, no malfunctions were found. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports receiving bruises in stomach skin during injection of medication and removal of pen needle lot number 504321 expiration date 09/08/2024. The user reports the pain is cause upon the removal of the cannual, the pen needle will inject into the stomach skin effortlessly. The user reports the cannula feels barbed but upon the user's inspection with a magnifying glass, no defects can be found. There are no pen needle left to collect for investigation.

Manufacturer narrative:
No device was returned for testing. Retained lot number 504321 was investigated for burrs and/or barbs with magnified projection, no abnormalities found.

Event description:
End user reports receiving bruises in stomach skin during injection of medication and removal of pen needle lot number 504321 and expiration date 09/08/2024. The user reports the pain is cause upon the removal of the cannual, the pen needle will inject into the stomach skin effortessly. The user reports the cannula feels barbed but upon the user's inspection with a magnifying glass, no defects can be found. There are no pen needle left to collect for investigation.